Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming off no power. The customer had inserted a new battery two days ago. She did not receive a low battery alert prior to the off no power alert. The insulin pump also alarmed no delivery. The no delivery alarm was resolved by a complete set change. Customer's blood glucose level was 254 mg/dl. The device was not returned.